Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4). Correction: on 6-oct-2023, it was noticed the h6. 6. Medical device problem code of "patient device interaction problem (a01)" was inadvertently omitted from the 3500a initial medwatch report. As such, the code has now been added.

Manufacturer narrative:
On 15-aug-2023, bwi received additional information regarding the event. Date of death is on (B)(6) 2023. Further details of the event provide that patient was admitted to ICU with pcps (percutaneous cardiopulmonary support) and continued anticoagulation therapy. The cardiac tamponade subsided, but thrombosis led to cerebral infarction and multiple organ failure, and the patient died. Cause of death: multiple organ failure. Visitag module parameters for stability were 3mm/3sec. Force over time (fot): 25%/3g tag size 2mm. Correct settings were selected on the generator and the pump was switching from ¿low¿ to ¿high¿ during ablation. No error messages were observed on the system and the physician/user did not see any product problems. No issues related to temperature and flow on the catheter. Generator parameters were power control mode. Temperature cut-off 43 impedance max cut-off: 250o, spike cut-off: 100o, min cut-off: 50o. Noted temperature, impedance, and power: 37 140o 50w. Heparin was used. Act (activated clotting time): about 300 seconds. Patient neurological symptoms post procedure completion were pupillary dilation and loss of light reflexes were observed. Bis (bispectral index) level 0. The physician mentioned that because the patient has blood disorder (hyperthrombocytosis), which may have been a risk, but the thrombus observed was an unexpected amount. Duration of ablation used was not greater than 60 seconds or 120 seconds. The average contact force was not greater than 40 grams, 25 grams or 40g for extended period of time. Irrigation rate used was not outside of those prescribed (power up to 30 w, high flow rate of 8 ml/min; 31 w or greater, high flow rate of 15 ml/min). Pre-ablation setting was pre1s, post1s. Heparinized normal saline was used. The h6 health effect - clinical code for stroke/cva (e0133) was updated accordingly. The h6 health effect - impact code for hospitalization or prolonged hospitalization (f08) was updated accordingly. Additionally, the product investigation was subsequently completed. Device evaluation details: visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. An irrigation test was performed an the device flushing correctly. No obstructed holes or irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot: 31025317l and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. Physician¿s opinion on the cause of this adverse event is the patient condition. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent a cardiac ablation procedure that included use of a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade and cardiogenic shock requiring pericardiocentesis and pcps (percutaneous cardiopulmonary support) and death. It was reported brockenbrough was performed using sound star eco catheter, and left pulmonary vein (lpv) ablation was started. When lpv ridge to roof was ablated, the vitals became unstable, and cardiac tamponade was confirmed with soundstar eco catheter. Recovery was started with pericardial cardiac drainage. When antagonists of anticoagulant was administered, the patient¿s condition suddenly changed. The patient developed shock vital signs, and percutaneous cardiopulmonary support (pcps) was introduced. Then, a large amount of thrombus was confirmed in the cardiac cavity by body surface echocardiography and the bis (bispectral index) value was 0. The procedure was completed midway. The timing was about an hour after the start of the procedure. Atrial septal puncture was performed with japan lifeline co. Rf needle. Ablation was performed before pericardial effusion or tamponade was confirmed. Irrigation catheter¿s flow rate setting was low flow 2cc, high flow 15cc. Physician assessment of the health hazard is that it was serious. Additional information received indicating patient died on (B)(6) 2023. The adverse event was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event is that it was patient condition related. There is no direct causal relationship to death, but as for cardiac tamponade, it was due to steam pop which occurred when lpv anterior ridge was ablated. No abnormalities were found in the product before or during use. Along with the cardiac drainage and pcps, anticoagulant antagonist was administered as a medical intervention for the adverse event. Force visualization features were real time graph; dashboard; vector; visitag. Additional filter used with the visitag was impedance drop. Color options were tag index. Transseptal puncture was performed with rf needle (japan lifeline). Irrigated catheter flow setting was low flow:2 ml and high flow: 15 ml. A large amount of thrombus was confirmed in the cardiac cavity. Smartablate generator parameters were power control mode. Physician considered the thrombus as excessive.

Manufacturer narrative:
On 11-aug-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).